Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. The 75% target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. Resistance was noted during insertion. However, upon removal, the tip of the device got detached from its proximal part. Fortunately, the detached tip remained inside the guide catheter. It was then pulled out of the patient's body. No patient complications were reported and patient's condition was stable.